Event description:
It was reported that during a supply change the on-screen ¿press and hold¿ control was unresponsive, and after the user exited and unlocked the screen the control remained nonfunctional until the ilet was restarted via the ilet mobile app, after which the user completed the supply change, verified drops, filled the cannula, and resumed insulin delivery. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included successful completion of the supply change without clinical harm. Investigation included customer troubleshooting and a device restart. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a reboot, with no further malfunction observed after restart. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary software or interface anomaly that was corrected by power cycling.